Manufacturer narrative:
The customer reported that the ac power module was damaged. Philips confirmed that the ac power module would not have been able to power the device. The ac power module was replaced to resolve this issue.

Event description:
The customer reported that the ac power module was damaged.